Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a ligament reconstruction/ tendon interposition (lrti) of the thumb, the surgeon was attempting to use the ar-1677bc-cp cmc ligament reconstruction system for the first time. The system did not work the way the surgeon had hoped. The surgeon's first complaint was that they could not get the tendon passer ((B)(6) finger trap) to work. After 10 wasted minutes, they finally gave up and used a suture to shuttle the tendon. The second complaint was that the 4.0mm tenodesis screw malfunctioned. The surgeon drilled 4.0mm tunnel and pulled the tendon through. But the screw had no bone purchase and pulled right out. The surgeon attempted a second time but with the same result. The rep offered a 4.75 tenodesis as a back up but the doctor thought it would be too big. Instead the surgeon drilled some bone tunnels and tied the tendon down to bone. The bone quality was soft.